Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event; unknown/not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: a field service engineer spoke with site who reported that they are not having any problems with the laser or had any previous issues. No service was performed on the system. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a radial tear and capsulotomy slivers in unknown eye and a vitrectomy had to be performed due to radial tear. Laser was firing at the time of the incident. Treatment was completed successfully without any errors. No additional information was provided.